Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on 03-28-2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl- (B)(4).